Event description:
It was reported that using a right femoral artery access approach during a procedure of the superficial femoral artery (sfa) the armada 35 balloon dilatation catheter was positioned and during the first inflation attempt it was noted that pressure was lost on the indeflator and a leak was noted at the hub and shaft area. The device was removed and a different device was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.